Manufacturer narrative:
The set screws were recently received and will be evaluated by the MFR, along with the pre-op, immediate post-operative and other films which have been requested, but not yet received. The representative indicated that there is a possibility that the set screws were cross-threaded however, until the analysis is completed, no firm conclusions can be drawn. In the meantime, the manufacturing and inspection records for the products have been reviewed and no discrepancies were noted - the parts were made according to specification.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. The set screws were evaluated and the abrasions on the set screws indicate that the rod was not properly seated in the pedicle screw when the set screws were tightened down, which likely led to them loosening and backing out. Manufacturer is not expecting additional information and considers this to be a closing report.

Event description:
Three set screws loosened in an l2-s1 denali mi construct, approximately 5 months post -operatively. The pt was revised.